Event description:
It was reported that the aa4203tl silicone single piece lens was torn during loading, however, it was unnoticed until the surgeon started to insert it. The insertion stopped before placement fully in the eye. Another same model lens was used without any injury to the patient. The reporter indicated the event was due to loading issues/users error.

Manufacturer narrative:
Evaluation, results: visual inspection of the returned lens showed the optic was torn and pieces of both haptics were torn off and missing. There was evidence of a clear surgical residue. (B)(4).

Manufacturer narrative:
(B)(4).